Manufacturer narrative:
For the reported malfunction, three devices and a photo were returned to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 0802815 chronic catheter allegedly experienced a missing component. This information was received from one source. The malfunctions involved a patient with no known impact to the patient. The patient¿s age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number for this malfunction was provided and a lot history review was performed. For the reported malfunction, the device and photo has been returned for evaluation. The evaluation is inconclusive for missing component. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0802815 chronic catheter allegedly experienced a missing component. This information was received from one source. The malfunctions involved a patient with no known impact to the patient. The patient¿s age, weight, and gender were not provided.